Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the ¿low cartridge warning level¿ was set for 20u. A cartridge with approximately 80u was filled and recognized correctly by the piston rod; 10u were successfully primed and the insulin remaining after prime correctly read 70u. A 10u normal bolus and a 10u audio bolus were performed successfully. The pump correctly calculated the remaining units 60u and 50u after each bolus. A "low cartridge" warning and "empty cartridge" alarm was reproduced during testing and the pump gave the correct alert and verified the correct amount 20u and 0u remaining with each alert. The remaining insulin reading issue was unable to be duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the pump¿s remaining insulin reading indicated there was more insulin than what actually remained in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.